Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found one haptic torn. Corrected data: b5: the reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -07.00/+2.0/091 (sphere/cylinder/axis) within the same surgery due to the lens was inserted upside down. The lens was torn when removed from the eye and there was no patient injury. Another same model/length lens was implanted during the same surgery and the problem was resolved. The cause of the event was due to the device. H10: device code: 3189 to 3026 - previous code not applicable, lens was not damaged upon insertion, lens was inserted upside down. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -07.00/+2.0/091 (sphere/cylinder/axis) within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. Another same model/length lens was implanted during the same surgery and the problem was resolved. The cause of the event was due to the device.